Event description:
A peg was done on pt on 1/19/94 using tray. The procedure went well and pt was started on g-tube feedings after 24 hrs. A few days later drainage was noted around g-tube and later infection of abdominal wall with purulent drainage. G-tube was removed on 1/26/94 and on removal it was noted that the piece of plastic covering the joint (tapered end and main part of g-tube) had come off during insertion and remained in the abdominal wall causing an infection and abcess. Pt required antibiotic therapy.